Event description:
It was reported that a user experienced insulin leakage at the infusion site during meal dosing, with hyperglycemia observed and correction achieved after changing the infusion set; the user did not inspect the site for a bent cannula at the time but plans to do so in future. Symptoms included elevated blood glucose up to 300 mg/dl for approximately two hours without systemic symptoms. Outcomes included temporary hyperglycemia without hospitalization, professional intervention, or backup therapy use. Investigation included review of user technique and event details by phone, with education provided on site assessment and troubleshooting. Investigation of this case revealed that the specific cause of the leakage and hyperglycemia was not identified. It was concluded that the event involved hyperglycemia associated with suspected infusion site or delivery issue, with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.